Event description:
Patient was presented to the interventional lab for an angioplasty procedure of a cephalic vein anastomosis (side unknown). The vessel was described as very tortuous and completely occluded. There is no information describing calcification of the vessel. Difficulty in accessing the lesion with a wire is not known. The information states that the balloons used in the procedure ruptured at 15 atmospheres during inflation with an indeflator. The first balloon used (lot # r1204405) ruptured in its third inflation. The second balloon (lot # r0205129) ruptured in its first inflation. The balloons were properly inspected before use. Good flow was ultimately achieved by using another balloon. There was no reported patient injury. As per the qualrap, there is no more procedural or patient information available.